Event description:
It was reported that during a case at the user facility, the cordless driver 4 was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a case at the user facility, the cordless driver 4 was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event for overheating was not confirmed by the technician through functional testing. The e box did not communicate properly with the motor as it was saturated. A damaged e box may cause or contribute to the reported event.